Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and results what is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2010 and the mesh was implanted. Then the patient underwent another gynecological procedure /cystoscopy and the mesh was discovered as exposed in vagina. The mesh was partially excised and covered. Additional information has been requested.